Event description:
The pt was experiencing an increase in symptoms. The pump was interrogated. The actual reservoir volume was found to be more than the expected reservoir volume. The pump was determined to be underinfusing. A catheter dye study showed the catheter to be patent. A rotor study was performed - no movement was seen. The pump was explanted and replaced.